Manufacturer narrative:
The details of the hospital lab results were not shared with the firm and the type of infection present is unknown. The incision site had appeared to be healing well and there were no concerns noted during the 2 week post of visit. There is insufficient information in this case to draw any conclusions as to the source or cause of the infection. Infection is a known risk of invasive procedures.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 and was seen in the medical office for follow-up and activation of the system on (B)(6) 2025. The surgical wound was checked during that 2 week post-op visit and no concerns were noted at that time. 4 days after the clinic visit, on (B)(6) 2026, the patient reached out to a nalu representative to report that during the drive home on (B)(6) 2025 they had developed a headache and that the incision site was developing increasing soreness. The patient provided a picture of the incision to the nalu representative, which was then forwarded to the physician assistant (pa). The pa advised the patient to go to the local emergency department (ed) for bloodwork and evaluation. On (B)(6) 2026 a nalu representative was notified that the patient had presented at the ed on (B)(6) 2026 and was admitted to the acute facility. Lab testing was positive for presence of infection and the nalu system had been fully explanted on (B)(6) 2026.